Event description:
Related MFR report: 1627487-2020-22434. It was reported during the patient's removal of the left t6 placement lead (reference MFR reports: 1627487-2020-21821 and 1627487-2020-21822), the lead fractured/broke inside the epidural space. Reportedly, all four contacts broke off and were left in the patient. No adverse consequences for the patient occurred, and there's no further intervention planned at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-22434.